Event description:
As stated by the customer (B)(6) 2010: "concerns a patient with huntington disease. That is why the muscle strength works against us. Patient was showered by 2 carers in his own bedroom. Patient was tranquil. More power is needed to get this patient on his side, to dry the left side, patient lay against the fence of the concerto. Clip got loose on left headside, fence went down. Patient fell down but carer could help him to ease the fall." (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.